Event description:
There was an allegation of discrepant inr results with the coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient tested on the meter 3 times over a 24-hour period with a result of 8.0 inr. The patient went to the hospital for testing where the result from the laboratory was 4.6 inr. The result from the meter "at the same time" was 7.1 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.

Manufacturer narrative:
Occupation is patient/consumer it was noted that the coaguchek xs meter used was the "nurse's meter." The patient stated his hands are very calloused due to his occupation and has trouble getting blood from his fingers. Due to this, they use a butterfly needle to extract blood for testing on the coaguchek xs meter. They discard the first 1ml of blood from the tube prior to applying the sample to the strip. The patient stated he has been doing this "for years" and has not had discrepancies when comparing to the laboratory. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."